Event description:
This is a reportable event with a patient who underwent a spine procedure performed in the neck on an unknown date. It is reported that one unit of surgiflo® hemostatic matrix kit with thrombin was used at the index surgery. One week postoperatively patient presented with a red and swollen neck. The surgeon did not reopen the incision instead the water and surgiflo® mixture was drained off similar to "squeezing a pimple" at the doctor's office. Patient is reported to be doing fine. Follow-up meeting with the attending surgeon was scheduled where the surgeon confirmed that the product was being used prophylactically and not to treat active bleeding. He also stated that the excess product was not removed. During the meeting the instructions for use messages were reinforced: the intended use to address active bleeding (not prophylactic use) and the need to remove excess product prior to closure.

Manufacturer narrative:
(B)(4). The patient underwent spine procedure. Surgeon used one unit of surgiflo® hemostatic matrix kit with thrombin product code 2994. One week post-operatively after the spine procedure, patient presented with a red and swollen neck as serious injuries. It is described that the surgeon did not reopen the incision instead water and surgiflo® mixture was drained off similar to "squeezing a pimple" at the doctor's office. Patient is reported to be doing fine. This points to the direction that surgiflo® was used prophylactically and not according to the approved intended use. The conclusion is amended that surgiflo® hemostatic matrix kit with thrombin is not for prophylactic use - the device is indicated for "surgiflo® hemostatic matrix, mixed with thrombin solution, is indicated in surgical procedures (other than ophthalmic) as an adjunct to hemostasis when control of bleeding by ligature or other conventional methods is ineffective or impractical". The remaining conclusion is unchanged and still valid: excess surgiflo® hemostatic matrix should be removed once hemostasis has been achieved, because of the possibility of dislodgment of the device or compression of other nearby anatomic structures. Only the minimum amount of surgiflo® hemostatic matrix needed to achieve hemostasis should be used. Once hemostasis is achieved, any excess surgiflo® hemostatic matrix should be carefully removed. In conclusion, the use of surgiflo® hemostatic matrix kit with thrombin product code 2994 in this event is evaluated to be off-label.

Manufacturer narrative:
(B)(4) patient 3 of 4. The patient underwent spine procedure. Surgeon used one unit of surgiflo¿ hemostatic matrix kit with thrombin product code 2994. One week post-operatively after the spine procedure, patient presented with a red and swollen neck as serious injuries. It is described that the surgeon did not reopen the incision instead water and surgiflo¿ mixture was drained off similar to "squeezing a pimple" at the doctor's office. Patient is reported to be doing fine. This points to the direction that surgiflo¿ was not removed when hemostasis had been achieved as per the instructions for use. The conclusion is: excess surgiflo¿ hemostatic matrix should be removed once hemostasis has been achieved, because of the possibility of dislodgment of the device or compression of other nearby anatomic structures. Only the minimum amount of surgiflo¿ hemostatic matrix needed to achieve hemostasis should be used. Once hemostasis is achieved, any excess surgiflo¿ hemostatic matrix should be carefully removed. In conclusion, the use of surgiflo¿ hemostatic matrix kit with thrombin product code 2994 in this event is evaluated to be off-label.

Event description:
This is a reportable event with a patient who underwent a spine procedure performed in the neck on an unknown date. It is reported that one unit of surgiflo¿ hemostatic matrix kit with thrombin was used at the index surgery. One week postoperatively patient presented with a red and swollen neck. The surgeon did not reopen the incision instead the water and surgiflo¿ mixture was drained off similar to "squeezing a pimple" at the doctor's office. Patient is reported to be doing fine.